Event description:
It was reported that 75 firefighters in training had readings of spco between 8-11%. Customer reported that the firefighters had not been at any fires or reason to suspect high levels of spco. Some had used tools in the morning, but none had significant history of exposure. No consequences or impact to patient.

Manufacturer narrative:
The returned device was evaluated. During evaluation it was found that the radical-7 display shuts down within a few seconds (screen blank) and 10 beeps are heard. In this condition, the device was unable to operate for more than a few seconds. The 10 beeps alarm looped continuously until the device was shut down by holding the power key for a few seconds. The 10 beeps anomaly was observed due to an instrument board u21 (current limiter ic) failure.

Manufacturer narrative:
The device has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.